Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient had a damaged desktop charger (dtc) cord. It was reported that they are trying to charge the implantable neurostimulator (ins) and the recharger (insr) screen shows it is charging and then all of sudden the screen goes blank and it turn back on for about a few seconds and then turn back on. Pt states where the thinner cord plugs into the white arrow the "guts fell out of it" when they picked it up. Agent confirmed the connector pin is broken. Pt was able to connect to the ins with the programmer and is not showing any codes agent reviewed eri and eos. A replacement desktop charger was sent out. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the product ID 37761 lot# serial# (B)(6) revealed cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.